Event description:
The customer reported a fluid leak of approximately one milliliter, contained within the coulter lh 750 hematology analyzer. The customer had replaced the needle, but the tubing from the middle of the needle to blood detector number one was leaking blood. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
(B)(6). Service was cancelled because the customer was able to resolve the issue. The customer trimmed and reseated the tubing on the aspiration needle. This appears to have resolved the leak. The cause of the event is unknown at the current time. No discrepant results were generated for this event; however, this specific failure mode may cause erroneous patient results to be generated upon recur. (B)(4).